Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath hole prior to an electrophysiology (ep) ablation interventional procedure. The suture of a proglide device was successfully placed. The use of an 8f sheath was continued and the ep ablation procedure was completed. Reportedly post procedure, the suture broke during knot advancement. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed as the suture was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed prior to proglide use. It should be noted that the electronic perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.